Event description:
On (B) (6) 2009, the lay user/pt's relative contacted lifescan (lfs) alleging that the pt's onetouch ping meter had black marks on the display. The reporter stated that the alleged issue began on (B) (6) 2009, at 4:30pm. As a result of the alleged issue, the reporter stated that the pt skipped her insulin bolus. At around the same time, the alleged issue started, it was reported that the pt began to feel nauseated. The reporter denied that the pt received medical treatment as a result of the alleged issue. At the time of troubleshooting, the customer care advocate noted that there was no known misuse to the subject meter. There is no indication that the subject meter caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.